Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a 11cm diameter abdominal aortic aneurysm. It was reported that the bifurcate was inaccurately delivered too low due to the patient¿s severely angulated aortic neck. A pervasive proximal type I endoleak was still present after ballooning. An intervention was performed and an endurant ii cuff was successfully implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).